Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit has autofill failure error. There was no patient involvement.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit has autofill failure error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported failure. The fse checked all connection also checked machine with working safety disc but still couldn't eliminate the error. He also perform autofill calibration but when he tried to adjust the full sensor, he was unable to get indication on empty sensor. To fix the issue, the fse replaced the bimba cylinder. The fse then performed all functional and safety tests. The unit passed all tests performed and was handed to the customer in working condition.